Event description:
Brakes would not hold on the bed.

Manufacturer narrative:
While performing preventive maintenance on the bed, the hill-rom technician found the brakes would not hold. The casters were replaced to repair the bed.